Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.25x15mm maverick balloon ruptured. The lesion was located in the 99% stenosed, moderately tortuous and calcified, mid left anterior descending artery (lad) and 1st diagonal. A non bsc stent was deployed in the left anterior descending artery. Through the stent strut, the guidewire was advanced toward the lesion in the 1st diagonal. Along the guidewire, the maverick otw was inserted into the lesion. When inflated to 14 atmospheres (atms) on the second inflation, the balloon ruptured. There were no patient complications or injuries reported. The patient status is listed as good. The procedure was completed with a different device.